Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device is behaving in a manner consistent with a premature battery depletion (pbd). A copy of device memory was preserved and submitted for analysis. Technical service (ts) review of device data confirmed the device battery appeared to be depleting more quickly than expected and recommend device replacement. Additional information was received, that a revision procedure was completed and a new device implanted. The device is expected to be returned for analysis. Besides surgical intervention, no additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in (B)(6) 2018, which was expanded in (B)(6) 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is not included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this device is behaving in a manner consistent with a premature battery depletion (pbd). A copy of device memory was preserved and submitted for analysis. Technical service (ts) review of device data confirmed the device battery appeared to be depleting more quickly than expected and recommend device replacement. Additional information was received, that a revision procedure was completed and a new device implanted. Besides surgical intervention, no additional adverse patient effects were reported.